Event description:
It was reported that at implant, the lead could not be connected to the device because the setscrew was blocked. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Further testing revealed that the grommet was damaged and the set screw was loose/detached.